Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that they have experienced elevated metal ion levels. Cr 30.73ug/l and co 80.38ug/l. Implanted: synergey stem, 54mm r3 shell, r3 metal liner and bhr head. No part or lot numbers.